Event description:
Customer reportedly received results of 250 mg/dl on the aviva system and 108 mg/dl on professional device within 10 minutes . No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.